Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 28-dec-2020. The most recent information was received on 07-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('first surgery to remove essure') and device breakage ('second surgery to remove essure because of pieces of essure were forgotten') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced fatigue ("tiredness"), stress ("stress"), sleep disorder ("disturbed sleep"), migraine ("migraines"), loose tooth ("loose teeth"), amnesia ("memory loss"), vision blurred ("blurred vision"), limb discomfort ("heavy legs") and thyroid disorder ("thyroid"), 3 days after insertion of essure. On (B)(6)2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("second surgeries to remove essure"). On an unknown date, the patient experienced vertigo ("now I have rotatory vertigo"). The patient was treated with surgery (first surgery to remove essure on (B)(6)2019 and second surgery to remove essure in (B)(6)2019). Essure was removed on (B)(6)2019. At the time of the report, the medical device removal, device breakage, complication of device removal, fatigue, stress, migraine, loose tooth, amnesia, vision blurred, limb discomfort and thyroid disorder outcome was unknown and the sleep disorder and vertigo had not resolved. The reporter provided no causality assessment for amnesia, complication of device removal, device breakage, fatigue, limb discomfort, loose tooth, medical device removal, migraine, sleep disorder, stress, thyroid disorder, vertigo and vision blurred with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('first surgery to remove essure') and device breakage ('second surgery to remove essure because of pieces of essure were forgotten') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fatigue ("tiredness"), stress ("stress"), sleep disorder ("disturbed sleep"), migraine ("migraines"), loose tooth ("loose teeth"), amnesia ("memory loss"), vision blurred ("blurred vision"), limb discomfort ("heavy legs") and thyroid disorder ("thyroid"), 3 days after insertion of essure. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("second surgeries to remove essure"). On an unknown date, the patient experienced vertigo ("now I have rotatory vertigo"). The patient was treated with surgery (first surgery to remove essure on (B)(6) 2019 and second surgery to remove essure in (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, device breakage, complication of device removal, fatigue, stress, migraine, loose tooth, amnesia, vision blurred, limb discomfort and thyroid disorder outcome was unknown and the sleep disorder and vertigo had not resolved. The reporter provided no causality assessment for amnesia, complication of device removal, device breakage, fatigue, limb discomfort, loose tooth, medical device removal, migraine, sleep disorder, stress, thyroid disorder, vertigo and vision blurred with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.